Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, while flushing the line of this disposable pressure transducer, it was observed that the distal section of the arterial monitoring line disconnected from the stopcock. The customer indicated that all connections were tight, but the last section of the tubing line slipped out of the stopcock. The device was exchanged and worked successfully. There was no patient involvement as this occurred before use. The device was available for evaluation.

Manufacturer narrative:
It was indicated that the customer could not locate the device at their facility. The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.